Manufacturer narrative:
The ge service rep replaced the generator interface pcb reseated ic chips u26 and u36 on fluoro functions pcb. He reloaded the software, reloaded rus settings, then tested the system. He could not duplicate symptoms under test.

Event description:
The customer reported that when the customer pressed the x-ray switch the monitor said "live" but the generator did not generate radiation. When he looked at the generator display, it read "x-rays disabled" (intermittent). The customer restarted the unit and completed that and two more cases before service arrived. During a separate case that occurred before service arrived, the customer reports that auto-technique tracking was not working properly. The technique was driving too high and he was forced to manually adjust to get a usable image. No adverse patient involvement.